Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke triggered out of the outlet area where the tower was plugged, resulting in a small fire. They were able to unplug the tower and take care of the fire. No adverse consequences or patient involvement in the event

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: smoke started coming out of the outlet area where the tower was plugged probable root cause: too much heat, transformer design, cart design , manufacturing nonconformity, use error. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that smoke triggered out of the outlet area where the tower was plugged, resulting in a small fire. They were able to unplug the tower and take care of the fire. No adverse consequences or patient involvement in the event.